Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva expert meter within 10 minutes: "200 something" mg/dl and 118 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation.